Manufacturer narrative:
The complaint of difficulty in connecting or tightening the connectors on item 12512-01 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
While the lot number is unknown a possible lot number is 13701450: - manufacturing date: 11 jul 2023 - expiration date: 1 jul 2029. The device is not available for investigation. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
An event involving a microclave¿ clear neutral connector experienced leakage. It was reported that there was leaking in IV's. There were 9 incidences occurred in the radiology/CT department of the facility within the past two weeks. There was patient involvement and unknown human harm. The reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs it was used with. Evidence of leaks was observed beneath the tagaderm sticker used to cover the IV and connector. It was reported that there was leaking IV¿s during power injection. In CT, techs test the IV by pushing 10cc of saline by hand and power injecting a small amount of saline before proceeding with contrast/CT scan this captures 4 of 9 occurrences this event occurred on ER - c pod